Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date.visual inspection & functional/performance evaluation: the device was sent directly to the manufacturing site for service and repair. Per the service and repair evaluation, it was found that the device was unable to fire properly. Upon further examination, it was identified that the switch ring was getting caught, preventing the device from fully firing. It was also identified that the cocking slide and sleds were deteriorated and a thick waxy substance was found throughout the device. Medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer.conclusion: the investigation is confirmed for failure to fire, as the device was unable to properly fire in the as received condition. However, the investigation is inconclusive for self-activation, as the device could not be functionally tested due to the firing issues. Per the service and repair records, evidence of a thick waxy substance was found throughout the device. Additionally, there was deterioration of the inner components. It is possible that this resulted from improper maintenance by the customer and could have prevented the instrument from firing properly. However, based upon the available information, the definitive root cause is unknown.labeling review:the current IFU (instructions for use) states: precautions: -never test the instrument while the needle is installed in the instrument. This could result in needle damage and/or patient/user injury. Inspect the instrument for signs of deterioration or damage (cracking, blistering, separation of coating, pitting). Do not use if deterioration or damage is observed. Directions for use: bard magnum biopsy instrument preparation: -energize (cock) the instrument by pulling back with full pressure on the white cocking slide twice until both sleds are fully engaged. Notice the status indicator is now red.test the instrument by first moving the safety lever from "s" (safe) to "f" (fire, ready) then depress the trigger button to actuate the instrument. Warning: when the safety lever is in the "f" position, the instrument is ready to fire. Care should be taken not to inadvertently depress the trigger and fire the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a biopsy procedure the health care provider primed the device and placed it on the table. When the hcp picked up the device to begin the procedure, allegedly it fired on its owned while the device was in the safety mode. The procedure was preformed using a backup device. There was no reported patient involvement.